Event description:
It was reported to boston scientific corporation on nov 30, 2007 that an rx dilatation balloon was used during a procedure in 2007. (Patient gender, age and weight unknown)according to the complaint, the catheter was placed into the stenosis of the common bile duct. The balloon was inflated but after reaching 5 atm the balloon was deflated and it was not possible to use ballon. The catheter was removed completely. The case was completed with an unknown plastic drainage device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok "

Manufacturer narrative:
A visual evaluation found the balloon to be torn longitudinally, indicating that it had burst.